Manufacturer narrative:
The device was sent to spacelabs healthcare for further analysis. The reported problem was verified. The power switch and nvram were replaced. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer medical device evaluation results code. The previous code was 213.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 a telemetry central monitor powered off by itself. The customer removed the product from service. No injury was reported.